Event description:
A hospital in (B)(6) reported that water leaked from the connection between the water feedset tube and bag spike of an mr290 vented autofeed humidification chamber three days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The returned complaint chamber was connected to a waterbag for functional testing. Results: when the complaint chamber was connected to a waterbag, a drop of water began to build at the connection between the feedset tube and waterbag spike of the chamber. Adequate glue was found on the feedset tube/spike connection but the glue was not bonding. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a sufficient amount of glue was found to have been applied to the spike tubing connections. The glue was found to be partly bonding. We were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the spike became loose post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).